Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 100-pc. Lot in october of 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument/label shows that there are slight staining/water marks on the exterior surface of the label on the packaging of this device but there is additional labeling applied on top of the teleflex approved label that was provided from the tecomet, inc. Facility and the staining/water mark is also on the additional label. Further evaluation shows that the water marks/stains did not interfere with the legibility of the label as all label content remains legible and identifiable. We are able to validate this complaint for the returned instrument. We are unable to determine what caused there to be staining/water marks on the original label that was provided on this device and also on the additional label that was applied on top of the approved teleflex label, but it is suspected that this package was subjected to moisture after the additional label was applied to it and that is what caused the staining on both labels. All 100 instruments and the labeling from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "that signs of water and stains were found on the label of the package during the inspection at the dealer before delivery to the hospital".

Event description:
It was reported "that signs of water and stains were found on the label of the package during the inspection at the dealer before delivery to the hospital".

Manufacturer narrative:
(B)(4).